Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that deposits were observed on an intraocular lens (iol) seven years after implantation. They were described as brownish inclusions that looked like grains of sands and were seen all over the iol material. The patient presented with decreased visual acuity and reported visual disturbances. The surgeon was considering explanting the iol. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the second eye.